Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her blood glucose level was over 500 mg/dl. The insulin pump alarmed no delivery. She changed her site and her blood glucose went down to 150 mg/dl. The customer calibrated but received calibration error and then change sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.